Event description:
The customer reported that the systems' on and off switch would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the smart switch and the on and off switch. The system was tested and found to be working as intended and put back in service.